Event description:
No additional information received from the customer .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The complaint was not confirmed due to no device return. Cause cannot be established due to no findings available. The specific root cause of the reported problem could not be determined . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis eus ultrasound bronchofibervideoscope tested positive for an unexpected contamination. The issue was found at an unspecified time. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.